Event description:
It was reported that the patient arrived to an office visit in atrial fibrillation and had been in atrial fibrillation for over a month. A call was made to technical services questioning why the atrial arrhythmia burden for the past 3 to 4 weeks was not represented on the diagnostic report of the device. The device had mode switched due to the atrial fibrillation and it was noted that five mode switches had occurred as well as two atrial high rate episodes. The last episode did not match what was seen in the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient arrived to an office visit in atrial fibrillation and had been in atrial fibrillation for over a month. A call was made to technical services questioning why the atrial arrhythmia burden for the past 3 to 4 weeks was not represented on the diagnostic report of the device. The device had mode switched due to the atrial fibrillation and it was noted that five mode switches had occurred as well as two atrial high rate episodes. The last episode did not match what was seen in the clinic. The device remains in use. No patient complications have been reported as a result of this event. It was later reported the post mode switch overdrive pacing was turned off on the device. The patient underwent an ablation prior to the reported event and a second one after the reported event.